Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2016; explanted: (B)(6) 2020; product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4); ubd: 10-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving sufentanil (380 mcg/ml at 308 mcg/day) via an implanted pump. On (B)(6) 2020, the patient was taken to surgery for a normal end of life pump replacement procedure. When the hcp tried to aspirate the catheter via the cap (catheter access port), he did not get as much csf (cerebrospinal fluid) return as was necessary to clear the catheter. The physician then opted to replace the sutureless connector. Once the connector was replaced, csf successfully aspirated from the cap. The issue was noted to be resolved. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue, and it was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury¿.